Event description:
A customer reported via email indicating that they had issues with five meters with their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they would like to have their insulin pump as well assist their meters because, they are unsure if the insulin pump is the issue or the meters were. The customer sent their insulin pump back for analysis and a replacement insulin pump was sent to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See svn (B)(4) for related documentation.